Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of "touch screen faulty", there was a deviation between the stylus and the cursor though it was additionally noted that no stylus was returned with the programmer. It was further noted that the upper and lower bullets, the company logo button and the media bay door were missing, the front latch keyboard bottom frame, the lower pin in the personal computer memory card international association (pcmcia) slot (cardbus slot) and the cord bay were broken, the cooling fan was noisy and errors were found in the software history. The touch screen bezel, stylus, bullets assembly upper and lower, keyboard, company logo button, media bay door, pcmcia slot (cardbus socket), cooling fan and power cord bay were all replaced, the touch screen connector was reseated, cleaned and parameters reset, the touch screen was calibrated, software was in stalled and the device cleaned. It then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen was faulty. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.